Event description:
During a coronary drug eluting stenting treatment procedure, upon deflation the balloon stuck to the stent. In 2004, the physician placed a taxus express2 8.8% 2.5 mm x 20 mm stent in a severely tortuous, moderately calcified, left anterior descending (lad) lesion. The balloon was inflated on the first attempt at 14 atms for 30-45 seconds, successfully deploying the stent. The balloon deflated properly, however it was sticking to the stent. The physician tried advancing the balloon forward, reinflating and deflating the balloon, and finally had to deep-seat the guide to the lad to remove the balloon. The balloon was removed intact as a unit with the guide catheter. There were no pt complications. The status of the pt is listed as satisfactory. A cordis marker guide wire and a cordis 8f jl 3.5 guide catheter were also used during this procedure.